Event description:
It was reported that the pacemaker and the right ventricular lead exhibited post-paced t-wave oversensing. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.

Event description:
Related manufacturer reference number:2017865-2024-60822. It was reported that the pacemaker and the right ventricular lead exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.